Manufacturer narrative:
(B)(4). Approximate age of device- 20 days. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented with hemolysis. Lactate dehydrogenase (ldh) had been trending upward since the time of the event and reached a maximum of 2,591 u/l on (B)(6) 2018. Between (B)(6) 2018 and (B)(6) 2018, the patient's ldh fluctuated between 800-1100 u/l. The patient was experiencing transient increases in flow followed by stable periods at approximately 5.5-6 lpm. The cycle occurred every 1-2 minutes. The patient is currently stable at 452 u/l. Settings have returned to normal ranges with speed, flow, power & pulsatility index (pi) at 9000 rpm, 6 lpm, 5.8 watts & 4.7 respectively. The manufacturer's technical service representative reviewed the submitted log file and observed two low speed operations taking place on (B)(6) 2018 at 1:37 and (B)(6) 2018 at 21:28. During this time the patient¿s actual speed dropped below their low speed limit of 8600 rpm. Since the patient was recently implanted, the manufacturer's technical service representative suggested to continue monitoring the patient for further power and flow elevations. Multiple intermittent power and flow elevations were noted across (B)(6) 2018. These were associated with (pi) events. No additional information was provided.